Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient indicated that the device 'went off' and 'shocked me two times.' Additionally, the patient complained that the device was now 'sounding the alarm.' It was not possible to determine whether or not the shocks were considered appropriate. The device remains in use. No further patient complications have been reported as a result of this event.